Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction (mi). The 100% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3.0mm and the lesion length was 10mm. A 3.0x12mm liberte stent was implanted. Residual stenosis was 0%. The procedure was technically successful. On the same day, the patient had a target vessel related anterior myocardial infarction (mi). A rise in cardiac markers was observed. No EKG changes were identified. Medications were clopidogrel and aspirin. The patient was discharged two days later without angina or silent ischemia.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.